Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that the patient had some concerns about their pump. The pump was not working well. The patient also suggested that the scar for the implant was much larger than they thought it would be. The patient was upset and did not provide specifics. The patient acted like they did not know much about the pain pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.